Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a typical cavo-tricuspid isthmus (cti) atrial flutter ablation procedure, a steam pop and pericardial effusion occurred. While ablating a line from the tricuspid valve towards the inferior vena cava no impedance rise was noted, but a there was a faint audible steam pop. The lesion was completed successfully but a few minutes later the patient became hypotensive. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.